Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. The customer stated their blood glucose was low from over-bolusing. The customer's current blood glucose was 117 mg/dl. The customer treated their blood glucose with food. The customer also reported no delivery alarms on the insulin pump. Customer stated the alarm was resolved by an infusion set change. Customer declined to return the insulin pump for analysis.